Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is exhibiting an increase in left ventricular (lv) lead pacing impedances that has reached out of range measurements. In addition, an increase in right ventricular (rv) lead shock impedances was noted. Technical services (ts) was consulted and reviewed possible reasons for the exhibited issues, monitoring was recommended. This crt-d system remains in service. No adverse patient effects were reported.